Event description:
According to the available information, the arch of the distal end of the mandible varies in size, sometimes so straight that it is difficult to enter the ostium.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the arch of the distal end of the mandible varies in size, sometimes so straight that it is difficult to enter the ostium.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9798152. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. We received two samples. According to the information mentioned on packaging, one conform and one not conform. Regarding the defective device, the distal part does not form a 30° angle as requested in the specification. The part also has a crush mark. We have no other complaints on this subject and we cannot explain it with the device despite having noted the defect. This defect may be linked to production, packaging or due to a weight pressing down on the product.